Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated, one limb extension, two vela infrarenal, and a vela suprarenal device in 2014. Recently it was noted that the aneurysm has continued to grow but an endoleak was not identified. The physician elected to perform a complete reline of to successfully resolve the leak. Patient was reported to be in stable condition post reline.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the reported secondary procedure. Clinical was unable to find evidence to support the reported; sac growth, favorable patient condition, endoleak type ib of the left common iliac artery, and endoleak type ia. The reported endoleak type ib of the right common iliac was refuted; rather there was an endoleak type ii from the hypogastric artery. Additionally there was evidence to reasonably support the stent caudal movement, indeterminate endoleak. The most likely cause of the loss of seal could not be definitively determined, it was likely that the caudal movement and the none excluded hypogastric artery contributed to this event. Procedure related harms and final patient disposition could not be determined due to the lack of medical information surrounding the initial implant and the secondary endovascular procedure. Reportedly, the patient was in the stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.